Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was completed as planned by using another system. The philips remote service engineer (rse) analyzed the system and confirmed that the fluoroscopy and cine were not working properly. The philips field service engineer (fse) visited onsite and analysed the log files and identified that the disk space was running low. The fse verified with customer that all cases have been archived. To resolve this issue, fse cleaned the image drives and re-created image store. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that, the fluoro did not get released when the wired footswitch is pressed right away, user pressed the fluoro pedal twice to get the image to come up and cine was not working at all producing a blank screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.